Event description:
It was reported that during a low anterior resection procedure, there was an anastomotic leak. Also, a pelvic abscess developed seven days post operatively. There was a second operation in 2008, but reason for the second operation is unknown. Patient was in stable condition after the second procedure.

Manufacturer narrative:
Date sent: 03/12/2009. Information is unavailable; device was not returned for evaluation.